Manufacturer narrative:
If implanted; give date: as the exact implant date in 2003 was not provided, used (B)(6) 2003 as the best estimate. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of an intraocular lens, model ar40e in 2003. Patient went to the doctor on (B)(6) 2015, because he could not see clearly. The patient saw the doctor who performed the initial implant procedure. After checking, it was found that the lens is cloudy. The doctor decided to explant the lens and lens was explanted on (B)(6) 2015. Another model ar40e was implanted and the patient was reported as fine post op. No further information was provided.

Manufacturer narrative:
Additional information was provided: the target eye was od. The lens was cloudy which looks like calcified spot under the slit lamp before explant. After procedure, the explanted lens was soaked in the saline, no malfunction was found. The physician gave the possible cause that maybe intraocular deposit caused this event and it rarely occurs. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The posterior and anterior of the lens was visually examined; the lens had debris residue on the optic region. The cloudy lens was not verified as the lens optic region was clear. Since the serial number of the lens was not known, no manufacturing record review was performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.